Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01291. It was reported the patient's (B)(6) scs system exhibited invalid impedance. X-ray taken identified the scs extension and lead were fractured. The physician explanted and replaced both the lead and extension with new ones. This event was found upon record review.